Event description:
A customer reported her pdm history from memory because it was unavailable to retrieve from the pdm. She woke up with a blood glucose (bg) of 256 mg/dl and administered 3 units of insulin. She had a "high" (> 500mg/dl) bg sometime after that and ate pizza. At 4pm her bg was "456 mg/dl or 476 mg/dl". Between 6-7 pm, her bg read "high a few times." She decided to go to the hospital and was admitted between 7:30pm and 8pm. She was treated with an insulin drip and given "5 units/hour" overnight. She had ketones in blood and urine. She experienced bgs in the 40s and 50s throughout the night but the next day was stable at 160 mg/dl. Prior to the hospital visit, the customer changed her pod 3 times during the day. One pod was "kinked" and the other had "a lot of resistance" during the fill process and "she wore it anyway". She had only been wearing the 3rd pod for a half hour when she went to the hospital but the 3rd pod had brought her from a "high to between 400-450 mg/dl". She discarded two of the pods and the doctor took the last one, and therefore no product will be returned for eval.

Manufacturer narrative:
No product was returned for eval. We are unable to determine any product defect or malfunction that may have caused or contributed to the customer's high bgs. The customer reported problems with two of the pods she wore prior to being admitted to the hospital which may have contributed to her high bgs. A kinked cannula would result in interrupted insulin flow and may cause hyperglycemia as was reported. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Furthermore, the omnipod's user guide warns "never use a pod if you hear a crackling noise or feel resistance when you depress the plunger. These conditions could result in underdelivery of insulin." The customer reported she continued to use a pod even though she experienced resistance during the fill process. Because no product was returned we cannot draw any conclusion as to what may have caused or contributed to the customer's high bg levels. No review of product lot qualification records was performed as no lot number was provided.